Event description:
It was reported that a truetome 44 device was used in the common bile duct during an endoscopic retrograde cholangiopancreatogrpahy (ercp) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the wire tilted and the direction of the wire was wrong. The wire could not enter the papilla. The procedure was completed with another truetome 44 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 3009 captures the reportable event of positioning problem. Block h10: the returned truetome was analyzed, and a visual evlauation noted that the cutting wire was bent. Functional test was performed, the device was introduced into the scope and the working length was correctly oriented; however, the orientation of the cutting wire was incorrect due to the wire bent. No other issues with the device were noted. The reported event was confirmed. Based on the product analysis, the device was found with the cutting wire bent, this fialure is a known issue caused during manipulation of the device or due to the interaction with the endoscope or with other devices, also by the manipulation during insertion into the scope. Therefore, the most probable cause of this complaint is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a truetome 44 device was used in the common bile duct during an endoscopic retrograde cholangiopancreatogrpahy (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the wire tilted and the direction of the wire was wrong. The wire could not enter the papilla. The procedure was completed with another truetome 44 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.